Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device. The patient reported that she pricked her finger due to the protruding lancet but did not require medical treatment.

Manufacturer narrative:
In chapter d4, the lot number and the UDI information were added and the catalog number information was corrected. In chapter g1, the manufacturer information was added.